Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump could not charge properly without the customer maneuvering the cable into the charging port at a certain angle, in order to complete a successful charge. When the pump was plugged into a power source, the pump appeared to initiate charging. However, shortly thereafter, the pump did not recognize the power source and would not charge. The pump battery fully depleted and shut off during the night due to the inability to charge. During troubleshooting with tandem technical support, the customer was instructed to try to charge the pump using a different usb cable. It was confirmed that the pump was able to be charged with a different usb cable. The customer's blood glucose (bg) level was impacted (293 mg/dl). A bolus via the pump was administered to correct bg level. A replacement usb cable was sent to the customer.